Event description:
Customer's family member reported another family member attempted to test customer's glucose and device = strip/error. Customer was unresponsive. Family member attempted to give customer orange juice. Ambulance was called and their device = 29 mg/dl. Customer was given a glucose IV. After treatment, glucose result = 197 mg/dl. No controls used. A request was made for return product and replacement product was sent.